Event description:
Event description on november 01, 2005, guidant was notified by this family's legal counsel alleging that the implantable cardioverter defibrillator (ICD) malfunctioned and caused damages to the patient..